Event description:
The recipient reportedly experienced a hematoma at the implant site after revisions surgery. It is noted that the hematoma caused the electrode to migrate into the auditory canal. Due to the size of the hematoma and a lot of fibrosis visibility was poor and a CT scan was not performed. A repositioning of the device was completed on (B)(6) 2025.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. The recipient fully healed following explant surgery. On (B)(6) 2026, the recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information sections: b.3, d.6b, h.6. Correction information: section h.6. After the repositioning surgery, the recipient device extruded into the auditory canal a second time. The recipient's device was explanted. The recipient will be reimplanted at a later date. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The explanted device is reportedly lost and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.